Event description:
It was reported that the display boards need replaced for fifteen large volume pump modules. There was no reported patient involvement.

Manufacturer narrative:
Correction on initial report: b.5.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display boards need replaced for fifteen large volume pump modules, and therefore, will be replaced, there was no reported patient involvement.